Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identified - unknown without lot identification. H4 device manufacture date - unknown without lot identification. H3 device evaluation - broken screw was not available for return, therefore, no evaluation was possible. Without lot identification, review of device history records and lot specific complaint history were not possible. Two-year review of complaint history for the 39-sg-(B)(6) family of part numbers did not identify a trend for reports of this nature. No conclusions can be drawn regarding the root cause of the screw breakage. No corrective actions are recommended at this time.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2025, utilizing the reform pedicle screw system. Subsequently a revision procedure was performed on (B)(6) 2025.to extend the existing construct. During the revision procedure it was noted that one of the ø6.5mm x 50mm reform ti modular non-cannulated - non-fluted screw (39-sg-6550) was broken mid-shaft. The broken screw was removed and replaced. It was also noted that the tip of a t25, lock-screw torque driver (39-rd-0060) broke while final tightening the last lock screw. The tip was recovered and the procedure was completed with no further issue.